Event description:
This is the second report of pins coming loose and slipping involving the same unit (mayfield (B)(4)) from the same facility. Cross reference with MDR reference # 3004608878-2010-00007 ((B)(4)). A mayfield skull clamp (B)(4) was involved in a slippage during a pt procedure. The incident was described as; a male child was undergoing a posterior cervical fossa the first week of (B)(6) 2010. The surgeon was 30 minutes into the procedure when the pt moved. When the pt was checked everything was found to be alright. No injury occurred. The same unit was used through the remainder of the procedure. Child pins (a1084) were being used during the procedure. No stereotaxy devices were being used during the procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.